Event description:
It was reported to boston scientific corporation that segura hemisphere stone retrieval basket was used in a ureteroscopy with stone lithotripsy procedure performed on (B)(6) 2010. According to the complainant, the device was positioned in the ureter and a stone approximately 6 mm in size was captured. The stone was too large to extract from the ureter, and after some difficulty, was released from the device. The ureter was perforated at this time. A stent was placed, and the procedure was aborted. The sheath was disassembled after it was removed from the patient to confirm the metal basket was intact. No portion of the basket detached, however, it is unclear whether or not a portion of the sheath detached inside the patient. The patient's current condition is reported to be "stable."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.